Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. One device had a worn component; 1 device had a damaged component. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the devices had reduced brake force. One event had no patient involvement. It was not known if there was patient involvement in 1 event.